Event description:
It was reported that this right ventricular lead was surgically abandoned 12 days post implant for loss of capture. The reason for the loss of capture is unknown. A new lead was implanted successfully. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.